Event description:
Error code 121.2072- 07/21/2020 09:20:26 (B)(4). Shipping & billing addresses confirmed. There is no patient involvement. Other- specify in comments. Power supply board- component failure.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.